Event description:
Based on the information received on (B)(6) 2018, the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Also, this case became medically confirmed. This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) years old male patient who received treatment with synvisc one and later after unknown latency it hadn't worked (device ineffective) and on the same day patient had pain upon injection. Also, device malfunction was identified for the reported lot number. The patient had past treatment with synvisc one (first injection worked and it was pretty close to 6 months in between the injections and maybe just a little longer than 6 months).patient had pacemaker. Patient had allergy to ziprasidone hydrochloride (geodon). Concomitant medications include atorvastatin for cholesterol; quetiapine for anxiety, escitalopram oxalate (escitalopram) for depression; clonazepam for restlessness and acetylsalicylic acid (baby aspirin). On (B)(6) 2017, the patient initiated treatment with second intra-articular synvisc one injection at a dose of 6 ml once (lot number: 7rsl021 and expiration date: not reported) for osteoarthritis of the knee into the left knee. On the same day, after the synvisc one injection, patient had pain upon injection. It was reported that it hadn't worked (device ineffective). He stated that he had to have another office visit and a blood draw and he did not believe he should be responsible for paying for it. On (B)(6) 2017, patient had low platelet. Level: 149 k/ul (range: 179-450). Corrective treatment: not reported for pain upon injection. Outcome: recovered for device malfunction and pain upon injection. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on (B)(6) 2018 from nurse. This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case became medically confirmed. Lot number added. Concomitant medications and medical history added. Event of pain upon injection was added along with its details. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2018: this case concerns a patient who experienced injection site pain and device being ineffective after receiving synvisc one injection from the recalled lot. Temporal relationship can be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events to the product cannot be excluded.